Manufacturer narrative:
(B)(4). No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that an asymptomatic patient presented with alert for extended charge time via merlin.net. Capacitor maintenance did not resolve the issue. The device was explanted and replaced. The patient is doing fine.